Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer experienced an elevated blood glucose (bg) range of 420 to around 500 mg/dl. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.